Event description:
It was reported that this defibrillator right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms, but when measured again, it was in the 92 ohms range. No adverse patient effects were reported. The device remains in service.